Manufacturer narrative:
Continuation of d10: 439888 lead implanted (B)(6) 2017. Dtpa2q1 crt-d implanted (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2.5 weeks post routine generator replacement with an antibacterial absorbable envelope, the patient presented for a routine wound check. Some swelling and mild redness was noted at the implant site. The patient was prescribed antibiotics. Six days later the patient presented to urgent care for increased pain, redness and swelling. The patient was sent to the clinic and was advised for direct admission. An abscess was confirmed at the site and an incision and drain was performed confirming a pocket infection. Blood cultures were negative and the patient was started on another antibiotic .the following day a chest x ray showed a surgical sponge present within the device pocket posterior to the generator. A computerized tomography (CT) scan showed fluid collection consistent with an abscess. Two days post admission, a temporary pacemaker was implanted since the patient was pacemaker dependent with complete heart block. The left sided cardiac resynchronization therapy defibrillator (crt-d) system was explanted the following day. Four days later a new right sided crt-d system was implanted without complications. The patient was discharged with antibiotics in stable condition. The patient is a participant in a clinical study.